Manufacturer narrative:
This event occurred between (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in seventeen (17) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: seventeen (17) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed and a loose foreign matter was observed inside the fill port connector of one sample and an embedded particle matter was observed at the fill port connector tip area of a second sample. The reported condition was verified in the 2 samples only; however, not verified in the remaining 15 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.